Manufacturer narrative:
Evaluation summary: a review of the DHR revealed no discrepancies in material or manufacturing. Evaluation revealed evidence that the event is not linked to a deficiency of the device but is rather attributed to an insufficient handling by the user. No discrepancies were detected during risk analysis review. No non-conformity was identified.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the hook was broke. According to the sr, it was broken during the surgery but there was no adverse consequences.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the hook was broke. According to the sr, it was broken during the surgery but there was no adverse consequences.